Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis (initially reported as an infection). The peritonitis was manifested by cloudy fluid and abdominal pain. The cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. The day after event onset, the patient was treated with injection of fortum (1 gram, once a day, route not reported) and intraperitoneal injection of vancomycin (1 gram, once in four days) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event and antibiotic therapy was ongoing. Dianeal therapy was ongoing. No additional information is available.